Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, defective. The procedure was completed with back up lens. There was no patient harm. Additional information was requested.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in d.9.,h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Iol was not returned. Only the device was returned. The reported complaint is lacking in relevant information such as the type of defect/issue observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. No iol(intraocular lens) returned. The product investigation could not identify the root cause for the reported complaint "defective". The lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement. The reported complaint is lacking in relevant information such as the type of defect/issue observed. Due to the lack of information, we are unable to verify if the product contributed to the event. No damage was observed to the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).